Event description:
Reporter alleged that the inform meter has melted plastic. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00449 for the other associated device information. It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010 according to the complainant, during the procedure the physician was unable to make a cut with the autotome rx sphincterotome. A second tome was used and failed in a similar manner. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.